Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): diffuse dilatation of small bowel loops [intestinal dilatation]; substantial fluid collection beneath intra-abdominal wound [localised intraabdominal fluid collection]; paralytic ileus [ileus paralytic]; "seprafilm-induced sterile peritonitis" [noninfectious peritonitis]. Case description: literature - spontaneous report was received on (B)(6) 2012 from a physician regarding a female patient, initials unknown. This report is from a literature article entitled "laparoscopic management for seprafilm-induced sterile peritonitis with paralytic ileus: report of 2 cases". The patient's medical history was significant for adenomyosis. On an unspecified date, the patient had undergone total hysterectomy because of adenomyosis and seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed (location unspecified). The lot number of seprafilm was not provided. The patient developed symptoms that mimicked intra-abdominal abscess formation (unspecified) after the surgery. On unknown dates, the patient developed seprafilm-induced sterile peritonitis with paralytic ileus. An abdominal CT scan performed three days after surgery showed substantial fluid collection beneath the wound and diffuse dilatation of small bowel loops. Abdominal CT scan was again performed 9 days after surgery that showed fluid collection beneath the previous laparotomy wound and dilatation of bowel loops. Laparoscopic examination, performed on an unknown date, revealed only gel-like hydrated seprafilm without evidence of infection. The patient's abdominal cavity was thoroughly irritated and seprafilm residue was completely removed following which the patient recovered from all the events. It was reported that the patient had an uneventful recovery. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between seprafilm and all the events as possible. This is 1 of 2 cases from the same reporter. The total list of cases from this report is (B)(4).

Manufacturer narrative:
Manufacturer's comment: the benefit risk relationship of seprafilm is not affected by this report.